Event description:
Three pt phosphorus tests were abnormally high and when repeated were much lower. The incorrect results were not used to guide pt therapy. The field service rep found the r2 syringe was leaking and repaired the instrument by rebuilding the syringe.